Manufacturer narrative:
The customer reports intermittent communication loss on the cns (central network station). The communication loss went from occurring once a day for about a month to up to 3 hours at a time. The customer restarts the cns to resolve the issue. The customer has been using a known working cns in place of the defective cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports intermittent communication loss on the cns (central network station). The communication loss went from occurring once a day for about a month to up to 3 hours at a time. The customer restarts the cns to resolve the issue. The customer has been using a known working cns in place of the defective cns.

Manufacturer narrative:
The customer reports intermittent communication loss on the cns (central network station). The communication loss went from occurring once a day for about a month to up to 3 hours at a time. The customer restarts the cns to resolve the issue. The customer has been using a known working cns in place of the defective cns. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.